Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Health effect - clinical code - 4551 - nodule.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced a skin reaction with infection and lump on the needle puncture site. The reaction was treated with a prescription of an oral antibiotic staphylex 500mg and bactroban (topical antibiotic cream). No photo was provided. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.